Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, there was a cuvette recognition error. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 17, 2015. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
The actual sample was visually inspected upon receipt, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. It was found to have difficulties connecting to the monitor. The strength of the sample's magnet was measured and found to be of a lower strength than normal. It is likely that the magnet is defective with weak magnetic strength. These magnets are manufactured by an outside supplier, (B)(4). This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.